Event description:
It was reported to covidien on 07/21/2009, that a customer had an issue with a dialysis catheter. Customer states that this catheter adaptor cracked and the catheter had to be pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.